Event description:
The customer reported that the monitor had a speaker malfunction error message; the speaker was not producing sound. The device was not in clinical use at the time the issue was discovered.